Event description:
During preparation for a coronary drug eluting stenting treatment procedure stent damage was noticed. It was noticed during the unpacking of a 2.25x20mm taxus express2 drug eluting stent that there was distal stent strut damage. The procedure was completed with another taxus express2 stent of the same size.